Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where new patient was not crossing over. A technical support specialist (tss) connected to the server, verified station communication and settings, and identified that the unit was not assigned to the station. The customer was advised to contact dha to obtain the required permissions or request the necessary configuration change. The tss attached the knowledge article (ka) users that have no access to a facility show facility assignment under settings, users, user accounts for reference. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es newly admitted patients were not crossing over to the pyxis system, suspected to be related to a device properties issue. The customer was unsure whether the patient was visible on the es server due to lack of access. As a workaround, the user had to add patients as temporary entries to retrieve medications. No error messages were displayed on the device. Although the patient could be found using site search, they were not visible under the standard all patients tab. The customer attempted to reboot the device; however, the issue persisted. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.